Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/30/2022, it was reported by a sales representative via email that an ar-8737-37 driver tip broke while inserting a 2.5mm headless compression ft screw. The surgeon was inserting the screw and as it got towards the end and began compressing, a crack noise was heard. Surgeon removed the driver and found that the tip was broken off inside the screw. Surgeon removed all broken fragments and completed case using another drive. This was discovered during a dip fusion procedure on 11/29/2022.

Manufacturer narrative:
The complaint is confirmed based on the photograph provided by the complaint reporter, which display the driver with a broken tip. Without return of the device, or additional information, the cause remains undetermined.